Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2020) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d3, d4, d.6a (date of implant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard flat mesh (device 3). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device 1). An additional MDR was submitted to represent the bard/davol 3dma mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and bard mesh (bard flat mesh) on (B)(6) 2018 and/or (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2018 ¿ patient was diagnosed with bilateral recurrent inguinal hernias and umbilical hernia thereby underwent robotic repair with the implant of 3dmax meshes (left - device 1, right ¿ device 2). Per op notes, ¿bilateral hernia was noted. A medium 3dmax meshes (device 1, 2) was placed bilaterally and secured to fascia using sutures to cover all the defects. The umbilical hernia was repaired using sutures.¿ on (B)(6) 2021 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two bard flat meshes (device 3, 4). Per op notes, ¿on right inguinal canal, a direct inguinal hernia was noted. Previous mesh (device 2) was palpable along the inguinal floor. A bard flat mesh (device 3) was trimmed to size with a slit cut in keyhole fashion and positioned over the hernia defect using suture to the pubic tubercle inferiorly and shelving edge of the inguinal ligament. On left side, small direct inguinal hernia was noted. A bard flat mesh (device 4) was also used for the left inguinal hernia and secured using sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and bard mesh (bard flat mesh) on (B)(6) 2018 and/or (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #2). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.